Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 012447612-2020-00033 to 3012447612-2020-00040.

Event description:
It was reported that during the procedure the threads of eight closure tops were damaged during final tightening. They were removed and replaced with alternates to complete the case. However, it cannot be confirmed that all fragments were removed from the patient. This is report one of eight for this event.

Event description:
It was reported that during the procedure the threads of eight closure tops were damaged during final tightening. They were removed and replaced with alternates to complete the case. However, it cannot be confirmed that all fragments were removed from the patient. This is report one of eight for this event.

Manufacturer narrative:
Additional information in b4, d4: unique identifier (UDI), d10: device availability, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The specified identity of the returned devices were reviewed and the devices were examined. The lot numbers of two of the closure tops were found to be different from what was originally recorded. The closure top threads are damaged and appear to have sheared during tightening which matches the complaint description from the sales rep. The complaint is confirmed. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. There was 1 (one) other complaint for a similar event (stripped threads/ cross-threaded) related to the same part family (pns 07.02010.001) in the past year and 0 (zero) for a similar event on any of the part-lot combinations in this complaint. It was reported that during the procedure the threads of eight closure tops were damaged during final tightening. They were removed and replaced with alternates to complete the case. However, it cannot be confirmed that all fragments were removed from the patient. The reported complaint was confirmed the exact cause of this event cannot be determine with the available information. However, this event could possibly be attributed to the closure top being misaligned with the tulip head during insertion.